Event description:
It was reported that a malfunction code was displayed on the pump but there were no notable events preceding this issue. The reported blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and call back if the issue reappears, which the caller acknowledged and understood.